Event description:
It was reported that high capture thresholds and an intermittent loss of capture was observed on the atrial lead. The lead was capped and replaced on (B)(6) 2014. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).